Manufacturer narrative:
Section d10 references: product ID tm91d0, serial# (B)(6), implanted: (B)(6) 2024; product ID: tm91d0, serial# (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the patient was shaking. The patient was trying to charge the neurostimulator, but the recharger was acting as if it was charging and was having trouble getting a proper connection. At one point, the handset did ¿save therapy¿. When the patient tried to go to a screen to get it on, they couldn¿t figure out how to do it. During the call the patient was walked through doing a hard reset on the communicator and they toggled bluetooth off and on. The patient was able connect to their settings and therapy said it was off. The consumer was able to turn therapy on and the patient could feel stimulation. The recharger app was used which showed the battery was at 50% and there was a good connection resolving the issue. The patient had been busy with health issues, and it was reviewed if they let the charge get too low therapy would turn off.